Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported 200 mg/dl and 97 mg/dl within ten minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.